Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive after being exposed to water and noted evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: the keypad cover was observed to be fully intact during evaluation; there was no peeling or damage observed. There was visible moisture under the display lens and the display screen appeared distorted due to the moisture. During testing, the down arrow and ok keypad buttons were intermittently unresponsive; the contrast and up arrow keypad buttons responded appropriately. The keypad cover was removed to investigation. No evidence of contamination was found; however, evidence of moisture corrosion was found on the keypad flex. A leak test revealed a display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.